Event description:
During surgery, the package was opened to reveal 6 sponges instead of the correct quantity of 5. Item is available for inspection. Investigation findings: a. The enclosed med material complaint report indicates during surgery the package was opened and contained 6 sponges instead of the required 5 sponges. Item is available for inspection. Subject item was procured locally. Reference subject nsn/firm there are no other complaints on file. Depot has added complaint to quality history data file and if similar complaints are rec'd will initiate an investigation. Depot is considering subject complaint an isolated/rare incident which appears to be due to either: 1) a random packaging equipment process systems control problem which is rare because many of the systems used are more than adequate to detect and remove miscounted sponges since the machinery precounts and indexes every 5 sponges, and after banding of the sponges, each bundle is weighed to assure count accuracy (ie, the balances used are set to a narrow range that will indicate an error if the bundle is too light or too heavy (ie, one less or one extra sponge would affect the weight range significantly). 2) during the pre-surgery quality 5-count check, a damaged unit package caused a sponge to drop out from the one pack being counted and inadvertently attached itself to the next pack being counted. 2. Action taken to correct existing deficiency: a copy of the complaint was forwarded to the firm. 3. Action taken to preclude recurrence: the FDA was provided a copy of the complaint. 4. Disposition instruction: recommend local disposition dependent on response from firm. Retain material for possible sample eval by firm or FDA. Replacement (for quantity of 1 each) has been recommended to the firm.